Event description:
It was reported that the customer was stuck in priming while trying to change her infusion set. The customer stated that she filled the tubing and when she answered yes to the question of whether she saw drops at the end of her tubing, the insulin pump went back to filling the tubing. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.